Manufacturer narrative:
An investigation has been initiated but not yet completed. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that at approximately 8.5 months post op, the patient was experiencing pain. A MRI was performed and showed the broken screw. A second surgery was necessary to remove the screw pieces. Customer states the surgeon encountered no difficulties during the initial surgery (acl reconstruction). This device is used for treatment.